Event description:
While performing onsite service for the device, it was discovered by a philips field service engineer that a newly installed etco2 module was damaged. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was noted that a newly installed etco2 module was damaged and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the etco2 module. The etco2 module was replaced to resolve the noted issue. Etco2 calibrations were completed for preventative maintenance and the unit was deemed fit for use. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
While performing onsite service for the device, it was discovered by a philips field service engineer that a newly installed etco2 module was damaged. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was noted that a newly installed etco2 module was damaged and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the etco2 module. The etco2 module was replaced to resolve the noted issue. Etco2 calibrations were completed for preventative maintenance and the unit was deemed fit for use. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.